Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had inflammation around their device for over 2 weeks; the inflammation went down their right hip, buttocks, thigh, and leg. It was noted the inflammation had never happened before and their body temperature around the areas that were inflamed was 97 degrees, but everywhere else on their body was 82 degrees; the patient got this information by using their friend¿s infrared device. The patient went to the ER a week ago and saw their doctor 2 weeks ago. The patient was redirected to follow-up with their healthcare provider (hcp) to discuss the symptoms. No further complications were reported/anticipated.